Event description:
It was reported that a paclitaxel set leaked from the tubing. The set had been attached to a patient and resulted in a significant amount of drug loss onto the pump, floor, and treatment chair. This issue was identified during patient infusion. The drug had to be replaced and the cytotoxic spill was cleaned up. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed with no defects was observed. Priming was performed with a bag of sterile water and no issues were noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.